Event description:
It was reported patient had pain at the pocket site due to significant weight loss and during procedure the pocket site was found to have drainage, and the wound was washed out and battery was replaced and therapy restored. Patient was also treated with antibiotic and is in stable condition.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.